Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 04/01/2016. The analysis has begun but is not completed at this time. (B)(4). It was reported that a patient underwent a procedure with a thermocool® smarttouch® uni-directional navigation catheter and a noise issue occurred. Upon receipt, the catheter was visually inspected and it was found in normal conditions. The returned device was then evaluated for electrical resistance and current leakage and it failed on electrode # 1. Further examination revealed that the lead wire of electrode #1 had an electrical open circuit causing the improper signal condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Based on the available analysis results, it could not be identified whether the issue is related to an internal or an external cause.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smarttouch® uni-directional navigation catheter and a noise issue occurred. The catheter showed signal disturbance and artifacts. There were no adequate signals on body surface or intracardiac signals. The cable was checked and replaced and the signal remained disturbed. The catheter was replaced by same a like product and the issue resolved. Additional information was received on the event. The signal disturbance was also on the carto and recording system. The physician did not have any other electrocardiogram signals such as defibrillator or other monitors available to monitor the patient's heart rhythm. Therefore this event is MDR reportable because lack of monitoring of the patient's heart rhythm could lead to potential injury.